Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
A customer reported receiving inaccurate readings on their freestyle lite blood glucose monitor. Customer received readings of 104 mg/dl compared to a lab reading of 57 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The date received by manufacturer on follow-up #3 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).

Manufacturer narrative:
(B) (4). (Device performed according to specifications). Customer's meter sn ((B) (4)) was returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The reading the customer reported was found in meter's memory.

Event description:
On (B) (6) 2010, a follow up call was made to the home patient's nurse who stated that the home patient needed to disconnect from the hc because of nausea and vomiting. The nurse stated that the patient was diagnosed with eosinophilic peritonitis. The cell counts were, leucocytes 57, eosinophils 23%, lymphocytes 34%, ploy's 7% and rbc were 9. The home patient was treated with an antibiotic. The nurse stated that the home patient complained about a week ago of a scab on his exit site but when he went to the clinic, it was gone. The nurse also stated that in the patient's notes from his previous clinic, stated he had peritonitis around the same time last year. Additional follow up provided by global pharmacovigilance on 4/19/2010: the nurse clarified that the patient's nephrologist reported the patient had eosinophilic peritonitis based on the patient's eosinophilic result but the patient was never treated for peritonitis. The nurse also clarified that she was not certain that the patient received any antibiotics during his hospital stay. The nurse did not have any information regarding tests performed while the patient was in the hospital. On (B) (6) 2010, the patient was transferred to a larger hospital so that he could continue his pd therapy. On (B) (6) 2010, the events were resolved and the patient was discharged from the hospital. Per the nurse, no information was found regarding the patient having peritonitis approximately one year ago. Per the nurse, the patient was attending a different clinic last year and that there was no mention of peritonitis in the old record. The patient is currently receiving pd therapy and the events were unrelated to pd therapy. There are no allegations against any baxter products in this case of peritonitis.